Manufacturer narrative:
It was reported that a communication failure occurred while the surgeon applied force on the robot arm. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. A full analysis of data logs indicates that a communication error occurred during an automatic move, when the cooperative mode has been launched. This issue can be explained by mismanagement of the vigilance device pedal. Another crash has been detected in the log files. It was determine that this crash of the device was due to a known design issue. Unique identifier (UDI) number: (B)(4).

Event description:
A communication failure occurred while the arm was positioned on trajectory hippo-post-bf and surgeon applied force. The field service engineer (fse) had not yet selected axial slow and so arm was locked. The fse re-initialized the system and the surgery could be resumed.